Manufacturer narrative:
Additional information: d4 (expiration date) and h4 (device mfg date) were updated based on returned product download. Sensor, applicator, and sensor pack (B)(6) were returned and investigated. Performed visual inspection on the returned applicator and no issues were observed. Applicator had fired correctly but the sharp was not returned. Performed visual inspection on returned sensor pack and no issues were observed. The lid was completely peeled off and no issues were observed with the platform. Performed visual inspection on the returned sensor and no issues were observed. The sensor plug was not returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit was reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the remaining product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an insertion issue with the adc freestyle libre sensor, described as needle sticking out from sensor. The customer experienced sweating and a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose result of 411 mg/dl. The healthcare professional noted the high blood glucose result was due to the customer¿s intake of sugary foods and carbs and advised the customer on what to do. No medication was provided and no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an insertion issue with the adc freestyle libre sensor, described as needle sticking out from sensor. The customer experienced sweating and a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare professional who obtained a blood glucose result of 411 mg/dl. The healthcare professional noted the high blood glucose result was due to the customer¿s intake of sugary foods and carbs and advised the customer on what to do. No medication was provided and no further information was reported. There was no report of death or permanent impairment associated with this event.